Event description:
Revision surgery - this is the second revision surgery, (B)(4).

Event description:
Revision surgery - the pt had a loose glenoid that caused pain; the surgeon removed and replaced it.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 3.8 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: one due to fixation, one for device loosening, one due to trauma, and one for stability/poor joint issues. This is the third complaint for this lot number: one due to fixation, and one due to trauma. The root cause for the pain was most likely due to the keeled glenoid being loose/bone; the cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.